Manufacturer narrative:
(B)(4). The customer's experience of a cracked female luer was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measure 0.2765 inches. The female luer was inspected under a microscope to determine if any stress marks were noted and none were found. No other anomalies were observed. Functional and pressure testing were performed. A leak was observed flowing through the crack on the female luer of the set received. Carefusion's manufacturing processes were reviewed and no issues with the manufacturing process were identified. The root cause of the crack was not determined.

Event description:
It was reported that the female luer was found cracked out of the package. The extension set was not used on a pt, therefore there was no pt harm and no medical intervention was required.